Event description:
The manufacturer was notified that during the beginning of a diagnostic colonoscopy, the endoscope was stuck in the patient. The patient had to be hospitalized as a result of the incident as it could not be removed at the facility of the procedure. While hospitalized, the patient was given muscle relaxants which helped with the removal of the device. The manufacturer was later notified by the customer that the endoscope was removed from the patient in working condition. The patient did not require any surgical procedure in order for the device to be removed.